Manufacturer narrative:
Device evaluation: result - one open pen needle sample from the reported lot 5036117, catalog 325104 was returned for evaluation. A visual examination was carried out and it was observed that the IV end was broken. A lot history review was carried out and no related nonconformances were raised in association with this packaged lot, concluding all inspections were performed per the applicable operations and qc specifications. Conclusion - bd was able to confirm the customer's indicated failure mode. The potential cause of this issues lies at the shielding station in bd assembly process. If the needle is presented to the shielder obliquely, the downward movement of the empty shield results in the needle penetrating the shield. CAPA (B)(4) was raised for the needle through shield issues and is currently at the effectiveness stage.

Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. (B)(4). It is unknown if a sample is available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the needle from the suspect device broke off in the patient's site during use. A small surgery was performed at the hospital to remove the broken needle.